Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.1 smart half-height drawer showed all pockets failed and not detected on bus. The field service engineer (fse) powered down the station and replaced the row board cable. Debris was cleaned from the pocket contacts. After reboot, all pockets recovered successfully. The hardware test application (hta) was performed and passed successfully. The fse also checked all lights, cables and cleaned debris. The customer verified all the functions of the device successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.